Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Cadaver lab: cadaver right and left colectomy. An alarm occurred on the first activation preventing the used from completing a seal cycle, an alarm continued to appear whenever a seal cycle was attempted. The user continued to use the hand piece without activating a seal cycle, but would clamp and cut. About halfway through the procedure the jaws locked closed and they were unable to be opened. The handpiece was safely removed from the cadaver. The tissue bites were small to medium unknown exact size. Add info received via email from clinical specialist on march 7, 2017 - it is believed the cadavers were frozen fresh, no chemicals to their knowledge. With the first activation over tissue the error tone signaled. So there wasn't build-up of tissue or fat at that point. From that point on they used the voyant without activating since it wasn't live tissue. There may have been some buildup of minor fat from the clamp, click, cut motions but nothing extreme. The device locked in the closed position after a transection without using the energy activation button. Type of intervention: na. Patient status: na.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation in the latched position. Upon visual inspection, engineering observed blood and grease buildup on the jaws and in the blade channel of the device. Engineering observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is due to a bent component within the trigger of the handle. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary.